Event description:
Three pts had heart surgery in one month in 2005. All three pts had bioglue used in their procedures. Two of the three pts developed aspergillus endocarditis, one of which died. One pt developed aspergillus sternal wound infection. Cdc was called into hospital to do an epidemiological investigation. Final results are pending.